Event description:
During an attempted implant, the device sensed noise from the is-1 connector and delivered two inappropriate shocks. The cause of the unanticipated delivery was suspected to be a poor connection with an rv02 lead. After three attempts to set the lead, real time measurements showed no signal and real time ecgs showed a known phenomenom called "phantom pacing." Another device was used to complete the implant.

Manufacturer narrative:
Co inspected the ICD header and the lead bores before and after decontamination of the unit and observed no anomlaies. The minimum and the maximum dimensions of the header bores were measured and found to be within spec. Co verified that maximum and minimum lead sizes would fit in the bores. Co also checked concentricity and found it to be within spec. Co connected a lead to the ICD and checked the insertion depth. Co removed the lead and connected it to a different v-145ac and again measured depth; the lead was inserted to the same depth with little force. The lead was placed back into the subject unit and connected to a test fixture. Co connected the fixture to a cardiac simulator and checked the sensing functions-no sensing anomalies were observed. Lastly, the unit was subjected to and passed an electrical life test. In conclusion, co analyisis shows that this ICD is normal and functioning within specs.